Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the picture provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the photo provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and photo describing the event. The photo shows the distal end of the device, and the clip housing has detached from the cath attach but is still connected to the drive wire. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photo provided confirmed the report. A corrective action (CAPA) has been initiated to reduce occurrences of the clip housing detaching from the cath attach for instinct plus endoscopic clipping devices. The product said to be involved is included in the scope of the corrective actions. The instructions for use states: "uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Precaution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip." The instructions for use states: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope, duodenoscope, or colonoscope. Note: if difficult to advance device, relax elevator and/or straighten endoscope.¿ failure to follow the instructions above can result in damage to the device which may lead to premature clip deployment. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopy, the physician used a cook instinct plus endoscopic clipping device. It was initially reported that the needle was not exposed in the device, despite several attempts. The instinct plus clip does not have a needle so there was o reportable information at that time. Additional information was received on 21 jan 2025 indicating that the clip tromboned [clip housing detached from the cath attach and remained attached to the drive wire]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.